Manufacturer narrative:
(B)(4): the customer reported the device fails shift check with paddles, passes with cable/test load, and the paddles pass on another device. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device fails shift check with paddles, passes with cable/test load, and the paddles pass on another device.